Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to noise oversensing on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable